Event description:
On (B)(6) 2011, the pt contacted animas alleging that she had cartridges that might have leaked. Due to the alleged issue, the pt claimed that her blood glucose (bg) levels reached as high as "600 mg/dl" with positive ketones. The pt denied ever noticing leaking. She also denied seeking medical intervention because of the alleged issue. The pt reportedly treated herself at home. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a bg level and symptoms suggestive of severe hyperglycemia because of the alleged issue.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.